Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a reported value of 396 mg/dl while using the ilet system with a dexcom g7 continuous glucose monitor (cgm) after a supply change, and inspection found the connector was wet with insulin odor, indicating a leak at the connector. The user replaced the connector and then changed the infusion set, after which glucose began to decrease to 208 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported confirmed by glucometer. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at the seal consistent with a fluid leak associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.